Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g4, g7, h2, h3, h6, h10. The lot # 25161347 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device discarded.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, it was noticed that the metal within the jaws of the vasoview hemopro 2 was bent and had separated from the plastic outer coating. The patient was on the or table. Several attempts were made to pass the dissector through the port. When removed, jaws were bent and pulling apart. Due to this defect, it was decided that the device was not safe to use and it was therefore removed from the surgical field. A new hemopro 2 kit was opened and the remainder of the case was finished without further complications. No adverse outcomes occurred due to the defect.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.